Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The pump was tested with a water fill test reservoir and no bubbles were noted. All buttons functioned properly. However, found moisture damage on the keypad traces. No button error alarmed during testing. The pump was received with cracked reservoir tube lip, minor scratched display window, and cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked display window and missing end cap sticker. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500+ mg/dl. The mother stated that her son had high blood glucose readings for the last 3 days. The mother stated that her son was treated with shots. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.